Event description:
It was reported by svc report that the footend was drifting. There was pt involvement, however no adverse consequences were reported.

Manufacturer narrative:
Result: footend lift motor actuator malfunctioned.